Event description:
It has been reported that the bd q-syte¿ tri-extension set 15 cm (6 in) 2.25 ml has been found experiencing 342 occurrences of flow issues before use. The following has been provided by the initial reporter: kinked tubing received inside pack, hamper flow rate.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7178901, 7086663, and 7059852. According to the sampling plan applied for product performance, these lots were accepted and released without defects being noted during the final assembly or visual inspections. Evaluation of the submitted devices determined that the most likely root cause for the non-conformance is the result of the devices being manually loaded into the packaging in an improper orientation. When placed into the packaging in the proper orientation tension on the tubing is reduced preventing the deformation of the tubing component. To prevent a reoccurrence of this event our packaging staff has been retrained on the appropriate practices and procedures.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7178901. Medical device expiration date: 2022-06-30. Device manufacture date: 2017-07-27. Medical device lot #: 7086663. Medical device expiration date: 2020-03-31. Device manufacture date: 2017-04-26. Medical device lot #: 7059852. Medical device expiration date: 2020-02-29. Device manufacture date: 2017-03-30. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd q-syte¿ tri-extension set 15 cm (6 in) 2.25 ml has been found experiencing 342 occurrences of flow issues before use. The following has been provided by the initial reporter: kinked tubing received inside pack, hamper flow rate.